Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has minor scratches on lcd window, cracked case at display window corner and battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive esc and act buttons after the device had been exposed to water. The blood glucose reading was unknown. The caller stated that the insulin pump had passed the self test but was still acting slow. Advised discontinuation of the insulin pump. Nothing further reported.